Event description:
A surgeon reported that an intraocular lens (iol) was exchanged due to subluxation. In a follow-up the surgeon was not able to provide additional information. No further information is expected.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other similar complaints reported in the lot number. Additional information was requested on 09/22/2010 by phone and email. The surgeon is unable to provide additional information and a completed questionnaire is not expected. (B)(4).